Event description:
It was reported that, during a ureteroscopy laser lithotripsy procedure, the physician had two 200 moses fibers that were damaged easily. The tips of the fibers were inserted easily but then broke easily when utilizing the fiber to break down the stones. The fibers were removed, and the procedure was completed using a flexiva fiber. There were no patient complications. This event was captured the second fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.